Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed communication error messages. This error message is likely to result in a system lock up or prevent the system from booting up. There is no report of pt injury.